Event description:
In 2008, a synthes 8 hole plate catalog# 241.381 and (1) # 15 screw, (2) # 14 screws and (2) #12 screws were utilized in an open reduction, and internal fixation of a right fractured clavicle. Pt returned for surgery at approximately 35 days for orif of right clavicle due to the fact, the plate had broke in half. Pt denied any contributing factors.